Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 200 to 600 mg/dl. After the alarms, the customer would change the supplies on the pump and use insulin injections to address the bg level. After the latest occlusions, the customer had a large ketone level with the bg level 500-600 mg/dl. The customer went to the emergency room (ER), but as the bg had been lowered with the customer's insulin injections, the customer left the ER without being seen by a physician. The cause of the past occlusions could not be determined. The customer indicated that a system check was perform after the last occlusion and the occlusion appeared to be related to the infusion set site; however, after removing the site, no damage was noted. The customer reported to have been using a shorter cannula during this time period of occlusions and thought that this may have been a possible cause of the occlusions. The customer has ordered the longer cannula.